Event description:
Subject was not resuscitated. AED prompted "low battery." (B) (4).

Manufacturer narrative:
Method: based on the customer's account of the incident. Conclusion: the device is designed to provide multiple shocks after a "low battery" prompt.